Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('belly button popping when tummy swells and painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("belly button popping when tummy swells and painful"), coital bleeding ("can't have sex, instantly start bleeding") and pelvic discomfort ("baby kicking flutters/feels like a phantom baby"). The patient was treated with surgery (scheduled on (B)(6) 23rd (year unspecified)). At the time of the report, the abdominal pain, abdominal distension, coital bleeding and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, coital bleeding and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : medical device removal. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 29-may-2020: social media received-new event baby kicking flutters/feels like a phantom baby were added. New reporter were added. Medical device removal event was deleted.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (I want it out soo bad)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly button popping when tummy swells and painful"), abdominal pain ("belly button popping when tummy swells and painful") and coital bleeding ("can't have sex, instantly start bleeding"). The patient was treated with surgery (scheduled on (B)(6) (year unspecified)). At the time of the report, the medical device removal, abdominal distension, abdominal pain and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, coital bleeding and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. New event belly button popping when tummy swells and painful and can't have sex, instantly start bleeding were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (I want it out soo bad)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly button popping when tummy swells and painful"), abdominal pain ("belly button popping when tummy swells and painful") and coital bleeding ("can't have sex, instantly start bleeding"). The patient was treated with surgery (scheduled on (B)(6) (year unspecified)). At the time of the report, the medical device removal, abdominal distension, abdominal pain and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, coital bleeding and medical device removal to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (I want it out soo bad)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled on june 23rd (year unspecified)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.